Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted there was one filar fractured. The presence of a lead removal wire prevented electrical continuity testing. Visual continuity inspection performed for the entire conductor length using destructive testing. Concomitant: 5076-52 lead implanted: 2007-(B)(6).

Event description:
(B)(4): it was further reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced for system upgrade. The lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.